Event description:
It was reported that while using the laser system, the screen went blank when the footswitch was depressed. The system was powered on and off but the screen could not be restored. The case was reported to have been completed by a "different mobilizer", which is being understood as " an alternate procedure completed by a non ams product". "No patient injury" was reported.